Event description:
It was reported that the abutment screw fractured in telescopic denture. Screw placement date was (B)(6) 2019 and removal date (B)(6) 2020.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: a2: age . A3: patient sex . B3: date of event . B4: date of this report . B5: describe event or problem. G4: date received by manufacturer . G7: type of report, follow-up number . H1: type of reportable event. H2: follow up type . H3: device evaluated by manufacturer. H6: event problem and evaluation codes. H10: additional narrative. Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of the event unknown / not provided. Expiration date and unique identifier (UDI) number unknown / not provided. Reporter name and address contact and email address unknown / not provided. Device manufacturer date unknown.

Event description:
It was reported that the iunihg screw fracture.